Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a hot/smoking odor. There was no allegation of patient death or serious injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted that there was no evidence of smoke to the unit. There was no visual or heat damage to any of the printed circuit board (pcb)'s. Functionally, the unit was powered on, and after warming up and testing of the device, there was no strange smell or odor, no burning, silicon, or smoke smell coming from the device. After a 24-hour test, there was nothing unusual and the device was working properly. The device was also stress tested with alarms activated and there was nothing abnormal seen with the device. All functions worked, and values were normal. It was reported that the device had signs of a thermal issue (hot, smoke, smell or actual flame). An associated device issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The evaluation found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.